Manufacturer narrative:
Beckman coulter complaint handling unit reviewed the event information provided by the customer and service records. The fire was put out with a fire extinguisher. The fire originated from a ups not provided by beckman coulter (from customer stock) and was installed by customer it department. The customer does not know the manufacturer or supplier of the ups. The burned ups was scrapped, and the customer cleaned the laboratory and analyzer of the white dust from the fire extinguisher. No further issues have been reported. Information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported a fire in their laboratory from the uninterrupted power supply (ups) which was connected to their au480 chemistry analyzer. The ups is not manufactured or provided by beckman coulter. The customer stated a fire extinguisher was used and there was no report of injury as a result of the fire.